Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had over infused. There was patient involvement and no harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion was not able to be confirmed from the log analysis or could be replicated during device testing. ¿ the inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. ¿ the log analysis did not find any infusions performed on the reported incident date 06 august. ¿ the recorded events closest to the incident date was 05 august 2024 at 9:23 pm, an unknown drug (recorded as drugid=452) was programmed on a rate of 14.0801ml/hr and confirmed by the operator, but one minute later the rate was manually changed to 399.8ml/hr exceeding the guardrails soft limit which was confirmed by the operator. ¿ at the time 9:52 pm the pump module alarmed detecting air in line and was soon turned off by the operator using the channel off key. The primary volume infused (pvi) was recorded at the value of 188.234ml. ¿ the report of over infusion with unknown drug was not able to be confirmed from the log analysis. Review of the pcu error log showed there was no error logs available on the date of the event; review of the pump module error log did not report any errors recorded on the reported event date. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. ¿ per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. ¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. ¿ the administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. ¿ the administration set was requested but was not returned; therefore, it could not be inspected or tested. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the report of over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was found to be infusing within specification. Note that imdrf annex a1801, c23, d11, g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump module had over infused. There was patient involvement and no harm. Although requested, no additional information was provided by the customer.